Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive transforaminal lumbar interbody fusion (mis tlif) at l5-s1 due to lumbar degenerative disease. Post-operatively, screw broke and pain was observed. As a result, a revision surgery was performed and broken left s1 screw was explanted. No fragment of the implant remained in the patient.

Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at the neck of the bone screw, just below the head. There are witness marks on the head of the mas indicating that the head was fully angulated and touch the shaft of the bone screw at or near the area of crack propagation. Microscopic examination of the fracture surface noted smearing and damage. Microscopic examination of the fracture surface identified progressive striations in some undamaged areas, which are indicative of cyclic fatigue that could have been accelerated by steep angulation. If information is provided in the future, a supplemental report will be issued.